Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with an infusion set (inset 23", lot 6005493), during which the ilet dosed but insulin was not received due to a bent cannula; the highest documented glucose during the incident was 311 mg/dl, and hyperglycemia persisted for approximately two days until a site change was performed. Symptoms included dizziness and feeling unwell. Outcomes included correction of hyperglycemia following infusion site replacement, with no need for outside assistance or medical intervention. Investigation included review of device dosing reports and guided troubleshooting and education with an additional site change. Investigation of this case revealed a bent cannula at the infusion site, consistent with an infusion delivery issue leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.